Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted a teflon sheath via the femoral artery and the iab was inserted through the sheath without incident. The pt was moved to the cardiac cath unit. Two hours later, the iap-0500j, (B)(4), alarmed "possible helium leak" every few minutes. The staff did not see blood in the gas driveline tubing. The connection between the as driveline tubing and the pump was checked and found to be securely connected. At this time, the pump was replaced. The iap-0500j, (B)(4), gave the same "leak alarm." The md replaced the gas driveline tubing with a new one from another kit. Despite all the attempts to solve the issue, none of them worked. However, the iab remained in the pt until the pt's condition was good enough to remove the iab. The pt received 11 hours of intra-aortic balloon pump (iabp) therapy. There was no reported death or injury. Medical/surgical intervention was not required. Iabp therapy was not interrupted or delayed. There were no reported pt complications and the pt's outcome is good. Additional information received on (B)(4) 2011 from teleflex (B)(4) stated a leak test was not performed and the iab was inserted under fluoroscopy. Reference MDR # 1219856-2011-00436 the related iabp report.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.